Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, and required an additional mitraclip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was implanted successfully. It was noted that imaging quality was poor and a lot of time was taken for leaflet insertion due to difficulty visualizing the leaflets. During preparation of a second cds, it was observed that the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second planned cds was advanced for treatment of the slda. The mr grade was reduced to 1-2 and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, since there were no reported issues during grasping or deployment, it is likely that the poor imaging and difficulties encountered during leaflet insertion contributed to the slda. Based on the information reviewed, the reported slda appears to be related to user technique/procedural conditions and not a product quality deficiency. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other similar incidents reported for single leaflet device attachment from this lot. Based on the information reviewed, there is no indication of a product deficiency.